Event description:
Infection. Cultures were taken. Antibiotic treatment was necessary. All medtronic and st jude leads were removed as a result of the infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).